Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had scratch on screen. Customer stated that insulin pump was hard to read as screen had scratches. Customer¿s blood glucose was 135mg/dl at time of incident. Customer¿s advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump was received with corroded battery tube and minor scratches on display window noted.